Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 52 mg/dl and 40 mg/dl. The customer mentioned that they had not treated the low blood glucose level. The customer stated that he normally felt sick. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.